Event description:
On (B)(6) 2015, the reporter contacted animas alleging an inaccurate delivery issue with the pump. There was no reported adverse event associated with this complaint. The pump type was unknown at the time of the reported incident. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.